Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis ipp experienced bilateral pain at the corporotomy site in the scrotum. A revision surgery was performed, during which the physician confirmed that the quick connects on the connections to the cylinder tubing were located near the skin surface and corresponded with the area of pain. The cylinders and pump were replaced, and the connectors were relocated. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced bilateral pain at the corporotomy site in the scrotum. A revision surgery was performed, during which the physician confirmed that the quick connects on the connections to the cylinder tubing were located near the skin surface and corresponded with the area of pain. The cylinders and pump were replaced, and the connectors were relocated. There were no further patient complications.